Manufacturer narrative:
The insulin pump was received with stripped battery cap at coin slot area and cracked battery tube threads.

Event description:
It was reported that the customer was unable to remove the battery cap. Troubleshooting was done. Customer's blood glucose was 400 plus mg/dl. Advised customer the insulin pump would be replaced. Advised to discontinue using the insulin pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.